Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the lens was implanted, the doctor noticed a piece of the leading haptic missing. Lens was removed. The incision was enlarged, and sutures were required. The doctor implanted the back up lens was no issues. Additional information has been requested but has not been received.

Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found the tip bent. The missing haptic was found caught in and sticking out of the closed drawer. There was very little dried solution visible in the loading deck and none in the tip. Functional testing could not be performed due to the damage. A device history records review was not possible due to no lot/serial number being provided. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Additional information: the patient is currently doing well with 20/20 vision.